Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
A visual examination of the returned device found that a jaw had broken at the tang hole section. Functionally, the returned unit was not tested due to the sample return condition. The fractured part was sent for material analysis, and it was determined that the fracture was due to fatigue from a bending cyclic motion. No material anomalies were noted. The condition of the returned incident device was consistent with the complaint that a component detached. Based on the material analysis, the fracture likely occurred due fatigue from a bending cyclic motion. The most probable root cause is operational context as excessive force was applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps was used during a biopsy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, after obtaining one biopsy sample, an anomaly was noticed at the mobile joint. The device was opened outside the patient and a piece from the device fell on the floor. No part of the device detached into the patient. The procedure was completed with this radial jaw 3 pulmonary single-use biopsy forceps device. Reportedly the device was not inspected/tested prior to use, and there was no resistance felt while inserting or removing the device through the scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps was used during a biopsy procedure performed on (B)(4), 2011. According to the complainant, during the procedure, after obtaining one biopsy sample, an anomaly was noticed at the mobile joint. The device was opened outside the patient and a piece from the device fell on the floor. No part of the device detached into the patient. The procedure was completed with this radial jaw 3 pulmonary single-use biopsy forceps device. Reportedly the device was not inspected/tested prior to use, and there was no resistance felt while inserting or removing the device through the scope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.